Event description:
It was reported that x-ray confirmed that the atrial lead was dislodged. Lead dislodgment resulted in undersensing. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.